Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was not performing the air removal step. The customer¿s blood glucose level ranged from 150-200's mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.